Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the lead revision procedure the physician replaced the ipg as the implanted ipg reportedly, did not have a port plug in the unused port. The physician did not feel comfortable inserting the tail of the new penta lead into the port fearing the fluid may seep into it. New ipg was successfully placed and effective therapy was restored post-operatively.